Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that a power-on-reset (por) was seen on the patient¿s implantable neurostimulator after going through security at an airport when returning from (B)(6). This had occurred last week. The patient then noticed a sudden return of incontinence symptoms. The patient did not have a managing healthcare professional (but the family noted a physician in (B)(6)). There were no further complications reported or anticipated.